Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) the device was unable to discharge. Complainant indicated that the clinician was able to obtain another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.